Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported pen needle autoshield duo 30gx8mm EU had a cover that wouldn't attach, leaked, and had a needle that wouldn't detach. The following information was provided by the initial reporter, translated from (B)(6): "- once the insulin injection had been carried out, a nurse who wished to remove the needle from the pen for disposal in the dasri observed a disassociation of the needle from its safety system; the needle remained crimped to the pen with a risk of pricking for the nurse same adverse event with the same batch and a second ide patient did not receive the full dose of insulin: insulin leaked onto the patient's skin when the needle was removed; hyperglycaemia in this patient."